Manufacturer narrative:
Initial reporter # (B)(6) is phone number of hospital site. Manufacturer's investigation conclusion: the reported event of a cracked system monitor was confirmed via the returned system monitor, serial number (B)(4). The system monitor was returned and evaluated at the european distribution center (edc). A crack in the system monitor was immediately observed and it was forwarded to product performance engineering (ppe). The monitor was then analyzed by ppe. The main printed circuit board (pcb) and daughter pcb were analyzed and tested in a known working system monitor test fixture and worked as intended. The root cause for the reported event was determined to be the system monitor falling to the floor. There was an incidental finding of a bent pin in the data card reader. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The heartmate ii patient handbook and the heartmate 3 patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor fell on the floor. There was damage to the printed circuit board (pcb) when investigation found a bent pin in the data card reader.